Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the rep saw a por code. The battery was not implanted, but they were charging prior to implant. The caller read the ins with the 8840 and the code was 23. The code was reviewed and the caller was able to interrogate and get the initial implant screen. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. The rep stated the cause of the por was unknown and that they were told that it was okay to implant the battery. No further complications were reported or anticipated.